Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
According to the patient, on (B)(6) 2025, the patient experienced a sensor failure and experienced a hyperglycemic event. That day, the patient´s cgm reading was high, and when a fingerstick was taken, the blood glucose reading was high. The patient self-treated with insulin. Later that day, at 4:00 pm, the patient had an english muffin and water. While watching television, she felt sick and went to bed. When the patient woke up, she realized the sensor had failed while she was asleep. As the patient was still feeling unwell, she had her husband called for an ambulance. When the paramedics arrived a fingerstick was taken and the glucose reading was 600 mg/dl. The patient was brought to the hospital and was admitted to the intensive care unit. The patient received treatment with intravenous insulin. On (B)(6) 2025, the patient was still in the hospital, but the blood glucose reading was 160 mg/dl. The patient underwent an MRI due to arm pain associated with the hyperglycemic event. The patient was discharged on (B)(6) 2025. The cgm reading at discharge was 160 mg/dl, and the patient recalled that the blood glucose reading was within the normal range (unable to provide specific reading). The patient was prescribed tramadol 50 mg to be taken every 12 hours as needed for arm pain, and was given medication to help empty her bladder (unable to provide details of the medication), but the patient did not use it and discarded it. There was no documentation of further medical evaluation or intervention. At the time of the report the patient had recovered from the hyperglycemic event but was still tired. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be very low count aberration. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem- additional information.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient experienced a sensor failure and experienced a hyperglycemic event. That day, the patient´s cgm reading was high, and when a fingerstick was taken, the blood glucose reading was high. The patient self-treated with insulin. Later that day, at 4:00 pm, the patient had an english muffin and water. While watching television, she felt sick and went to bed. When the patient woke up, she realized the sensor had failed while she was asleep. As the patient was still feeling unwell, she had her husband called for an ambulance. When the paramedics arrived a fingerstick was taken and the glucose reading was 600 mg/dl. The patient was brought to the hospital and was admitted to the intensive care unit. The patient received treatment with intravenous insulin. On (B)(6) 2025, the patient was still in the hospital, but the blood glucose reading was 160 mg/dl. The patient underwent an MRI due to arm pain associated with the hyperglycemic event. The patient was discharged on (B)(6) 2025. The cgm reading at discharge was 160 mg/dl, and the patient recalled that the blood glucose reading was within the normal range (unable to provide specific reading). The patient was prescribed tramadol 50 mg to be taken every 12 hours as needed for arm pain, and was given medication to help empty her bladder (unable to provide details of the medication), but the patient did not use it and discarded it. There was no documentation of further medical evaluation or intervention. At the time of the report the patient had recovered from the hyperglycemic event but was still tired. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be very low count aberration. No additional event or patient information is available.